Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the external devices would not communicate with the pt's ipg. The sjm rep met with the pt and the charging was intermittent, so an antenna was sent to the pt. F/u identified the pt did not have stimulation, and the physician may undertake surgical intervention to address the issue.